Event description:
It was reported that the patient underwent a revision procedure due to a periprosthetic fracture which resulted from a fall. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 650-0661 item name delta ceramic fem hd 36/0mm lot # 3192267. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be a duplicate of another complaint previously reported under MFR # 0001825034-2024-02557. Refer to MFR # 0001825034-2024-02557 for reported event going forward.

Event description:
Upon reassessment of the reported event, it was determined to be a duplicate of another complaint previously reported under MFR # 0001825034-2024-02557. Refer to MFR # 0001825034-2024-02557 for reported event going forward.